Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: the keypad was found to be intact; no peeling or damage was observed. The complaint of an unresponsive ok button was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination was found under all the button contacts. The pump cover was removed and no evidence of internal moisture or damage was observed. Unrelated to the complaint, investigation revealed that the display was discolored and the battery compartment was cracked. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately during testing.